Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, distal end deployed within the lumen of the microcatheter, and the proximal end deployed within the hub. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The stent was noted to be intact. All 4 marker bands were present on both ends of the stent. The sdw was kinked/bent at the distal tip. Unable to perform functional inspection as the stent was returned in a deployed state. The as reported 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The as reported 'stent deployed prematurely during transfer' was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ' when pushing the stent from the introducing sheath into the microcatheter, resistance was encountered after advancing approximately one-third of the way into the proximal hub. The physician made two repeated attempts but was unable to push the stent into the microcatheter. During the adjustment process, the stent was prematurely deployed at the hub.' Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. During analysis, the stent was received with the distal end deployed within the lumen of the microcatheter and the proximal end deployed within the hub. The stent was noted to be intact. The sdw was kinked/bent at the distal tip. The stent was the only component returned for evaluation and was received in a deployed state with deformation damage. The stent delivery wire (sdw) and introducer sheath were not returned for analysis. Resistance was reported during stent reached one-third of the way into the proximal hub. Although good faith effort gfe responses confirm correct sheath setup and appropriate rotating hemostatic valve rhv tightening, it remains technically possible that the sheath was advanced too far distally into the rhv/microcatheter hub, potentially damaging the distal sheath opening and contributing to resistance during stent transfer. Conversely, an under-tightened rhv could allow proximal sheath movement, creating a gap between the sheath tip and microcatheter lumen, into which the stent may partially deploy, resulting in increased resistance and potential full deployment within the rhv. These are the possible explanations to explain the analysis findings. An assignable cause of procedural factors has been assigned to the 'as reported' 'stent difficult/unable to transfer', 'stent deployed prematurely during transfer' and 'as analyzed' stent deployed prematurely during use, sdw kinked/bent as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent was deployed prematurely during use. There were no clinical consequences to the patient reported as a result of this event.